Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the ipg site was causing discomfort. The ipg was explanted on (B)(6) 2010 and returned to the MFR for evaluation. The leads remain implanted. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.